Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential for atrial undersensing noted on the current electrograms (egm) during ventricular tachycardia (vt) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.